Event description:
Customer complained that the trend cylinders would not hold.

Manufacturer narrative:
The tech determined that the trend cylinders were not working properly and replaced the cylinder. This resolved the issue and the bed operated within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.